Event description:
During repositioning in bed with side rail up resident's body leaned against side rail, proximal end of side rail became detached from mounting post on bed frame and resident fell partially off bed. Upper body fell toward floor while lower body wedged between lower end of side rail which remained in place. Bushing was found to have broken from mounting.